Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was identified. Upon opening the package, the physician found the 2.50x24 mm taxus express2 drug eluting stent to be bent. The physician completed the procedure with another 2.50x24 mm taxus express2 drug eluting stent. No pt complications were reported. Pt status reported as "doing well".

Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determined. The complaint source confirmed that the product had been disposed and no analysis was possible. There are no similar complaints of this nature related to this batch number. The manufacturing records for the batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.